Event description:
It has been reported to smith & nephew orthopaedics that a revision surgery was performed, due to patello-femoral pain. The revision occurred 1-3 years after implantation. This is all of the info that has been received at this time.

Manufacturer narrative:
Na